Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector signal was lost was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, a defibrillation threshold (dft) test was performed using the mobile programmer ap plication. Following the test, the ¿retrieve data¿ function was selected to review test information; however, the data could not be retrieved. At that time, the patient connector signal was lost and could not be re-established. Troubleshooting steps were taken to include force closing the mobile programmer application and initiating a new session, after which the patient connector reconnected successfully. Prior to restarting the session, detections and therapies could not be disabled on the implantable cardioverter defibrillator (ICD), which prevented the use of electrocautery before pocket closure and resulted in a procedural delay. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.6.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.